Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not functioning properly. The physician performed a cystoscopy and found that the cuff had good coaptation and there were no fluid leaks identified. The physician did find that he pressure regulating balloon (prb) had migrated to the upper abdomen, where it was visible and palpable. The prb was explanted and replaced with a new prb. No additional patient complications were present.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.